Manufacturer narrative:
The product was not received yet by manufacturer. No examination is yet performed. The reporter didn't communicate the instrument lot number. Without the instrument lot number , it's not possible to review the device traceability and history records to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Conclusion is not yet available. Investigation still in progress. Device not received yet.

Event description:
Roi-a : inserter broken. From information provided, surgeon was performing an l4-s1 alif using the roi-a system. Upon the removal of the cage from the inserter, surgeon "discovered in th patient what appeared to be a small ball bearing, spring and a washer". The items were removed and x-rays were taken to ensure that there were no remaining fragments left in patient. Additional information was provided on (B)(6) 2018 : the patient is recovering well from the procedure. The surgeon did not use adjustable stop. And it wasn't the adjustable stop that was broken. The ball bearing, spring and washer within the inserter used to retain the stop broke away from the inserter. Reporter don't have images. He insist on the fact that the surgery was a success despite the inserter¿s inner ball bearing and spring breaking loose. Investigation is in progress. Additional information was requested to have the lot number of the instrument and to have the product to be returned.

Manufacturer narrative:
The returned implant holder was examined. Visual examination found that the ball bearing, spring, and washer-shaped piece were no longer in place within the rest of the device. The weld holding the washer-shaped piece in place fractured, resulting in the observed disassembly of the internal ball bearing and spring. A review of the manufacturing records found no nonconformances or temporary deviations that would have contributed to this failure and the device was likely conforming when it left zimmer biomet's control. The labeling was reviewed and found to contain instructions regarding proper device usage. The material likely weakened over time due to repeated sterilization cycles. As it was reported that the loose components were only noticed after removing the inserter from the implant, it is difficult to know exactly when the weld failure would have occurred. Without knowing exactly when the weld fractured, a cause cannot be conclusively determined.

Event description:
It was reported that a ball bearing, spring, and washer were found in the patient after removing the roi-a inserter from the peek spacer. The pieces were removed from the patient and x-rays confirmed that no fragments were left in the patient. The surgery was a success. There was no surgical delay or patient impact.